Event description:
It was reported that, "was showing a new rep how to tighten a vlift cage and the final locking (gold) screw broke. This show and tell was at the office and not in a surgery or around a surgeon."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.